Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the compact plus system (lot number and expiration date unknown). (B)(6).

Event description:
Customer received results of 17.5 mmol/l, 7.7 mmol/l, 14.8 mmol/l, 10.3 mmol/l and 15.6 mmol/l on the mobile system. A result of 7.0 mmol/l was obtained on the compact plus system. All results were obtained within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.